Event description:
It was reported that this right ventricular (rv) lead was malfunctioning. Boston scientific technical services (ts) recommended to address questions and clarifications about potentially getting new leads to the physician. To date, this rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was malfunctioning. Boston scientific technical services (ts) recommended to address questions and clarifications about potentially getting new leads to the physician. To date, this rv lead remains in service. No additional adverse patient effects were reported. Additional information indicated that this lead was functioning normally at the time of generator replacement. There were no lead malfunctions that contributed to the device battery replacement. Hence, this event is deemed non-reportable.